Event description:
It was reported, difficulty during screw insertion in the oblique hole. The screw was hitting the backside of the hole, causing it to bind.

Manufacturer narrative:
Device will not be returned. No evaluation will be done. If the device or additional information becomes available, it will be reported on a supplemental report.